Event description:
I had a breast augmentation in (B)(6) with dr (B)(6) on (B)(6) 2013. The left breast busted was in pain for 5 months finally dr. (B)(6) changed it. I have loss of hair, dry eyes ever since I had this procedure. I have had many test done to me and I have come out fine. I thought it was age but after reading a lot of stories of other woman I've come to the realization it's my implants. Alopia, stress, dry eyes and neck pigmentation. Reference report: mw5147891.